Event description:
It was reported that variation of rv pacing lead impedance was observed since implant. Header/lead connection issue was suspected. Further testing for the connection and lead integrity were recommended. Oversensing the hourly hvli measurements was also noted.

Manufacturer narrative:
(B)(6).

Event description:
New information provided indicated that noise was observed on the ventricular channel. Both ICD and lead were replaced. The patient condition post procedure was good.